Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen), while wearing the device between 24 and 36 hours. The patient reports having a painful hot lump at the pod infusion site. In addition the patient reports their blood glucose level had rose to 360 mg/dl. The patient reports they had removed the pod from the infusion site prior to going to the doctor. Once at the doctors office the patient was diagnosed with a staph infection. The patient was prescribed doxycycline (100 mg) to be taken every 12 hours for 10 days. The patient was at the doctors office for 1 hour.